Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power loss alarm noted in the long trace or device history trace. No pump error 23 alarm during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and multiple pump error alarm. Blood glucose level at the time of the incident was 400 mg/dl which was treated with manual injection. Customer was able to clear and able to rewind the insulin pump. Customer reported that they did not received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.